Event description:
It was reported that the procedure was to treat a moderately tortuous proximal right coronary artery (rca). A 4.0 x 18 mm multi-link vision stent was implanted in the lesion when a proximal dissection occurred and there was plaque shift. A 4.0 x 15 multi-link vision, was positioned at the place of the dissection and the balloon was inflated; however, under angiography it was revealed there was no stent implanted. The unexpanded stent was found before the curve of the mid rca. A 3.5 x 23 mm non-abbott stent was used to embed the vision in the vessel wall. A 4.0 x 15 mm non-abbott stent was successfully used to treat the dissection in the proximal portion of the lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The other multi-link rx vision referenced is being filed under a separate manufacturing report number.